Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7081326. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4)

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient had high impedances and migration on the spinal cord stimulator (scs) leads. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient had high impedances and migration on the spinal cord stimulator (scs) leads. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. Additional information was received that the explanted devices were not returned as they were kept by the medical facility.